Event description:
The pt reported that on 8/17 at 5:30/a, her blood glucose on her one touch profile meter was 68 mg/dl. She took 10u regular insulin, ate breakfast and then took her oral medications. She reported having "hot" feelings all day. At 11:15/a her blood glucose was 28 mg/dl. She ate a snack. She began to feel "really bad" at approx 1/p and drove herself to her dr's office where her blood glucose at 2:30/p was 427 mg/dl while her meter result was 71 mg/dl. She was transported to the hosp from the dr's office, where a blood glucose test of 397 mg/dl was obtained. She was treated with insulin and "more tablets," and released later that evening after she stabilized.